Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3278963 (mfg. 06/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device not returned to MFR. Pending.

Event description:
Int'l. (B)(6) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "...blood leak under the membrane". There were no reported adverse patient consequences.

Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3278963 (mfg. 06/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device return: one (1) used d1000 tego connector was. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded component damages where the silicone seal was torn below the rim above the thread post. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector leaked, failed the acceptance criteria. The tego connector was than disassembled and the internal componentry evaluated. The report noted the characteristics of the component damages (seal tears below the slit) were consistent with damages that can occur with incorrect techniques/usage conditions (overtightening and continued connection rotations).

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "..blood leak under the membrane". There were no reported adverse patient consequences. This is the mfrs. Follow up report to provide additional information and device return investigation findings.